Manufacturer narrative:
Continued h.6: [health effect - impact codes]: f2203. Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture. Additional data: phone number- (B)(4).

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade IV. The device remains implanted. Treatment: ketorolac each 8 hours.